Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that lead dislodgement was observed, trough fluoroscopy, on the right ventricular lead. The lead was explanted and replaced. Patient was in stable condition after the procedure.